Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was low and turned off. When they were trying to charge, the patient felt a burning sensation. They confirmed the burning feeling was where the insr antenna was held. The patient was advised to call back if the issue occurred again. No further complications were reported/anticipated.